Event description:
Per the distributor, the rechargeable battery "blew up" and melted the inside of the controller (part of the external sound processor). Additional information was requested, but no further details were provided. The battery and the controller were sent to cochlear ltd. For evaluation. It was later confirmed that the patient was not injured during this incident. The patient was sent new equipment. There is an ongoing investigation at cochlear ltd. Of rechargeable battery faults.

Manufacturer narrative:
The analysis of the battery suggested the battery failed due to localized overdischarge of the anode near the center of the cell, possibly caused by coating irregularities or delamination/fracturing of the active material. Cochlear ltd. Has an ongoing investigation into battery faults. This is a final report - this type of event is addressed in the device labeling.